Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt's knee was painful and unstable. Doctor converted insert to a # 5 x 13 cs insert."